Manufacturer narrative:
The aspiration and dispense check valve malfunction might potentially impact staining performance. No erroneous staining result was reported by customer in connection with this incident.

Event description:
Field service engineer found aspiration and dispense volumes were not within specifications. The engineer replaced the aspiration and dispense check valve. Instrument is in specifications and performs as intended. There was no delay in diagnosis. No patient or user harm was indicated.